Manufacturer narrative:
The reported pump stoppage was confirmed based on the information contained in the submitted system controller log file; however a specific cause for the pump stoppage could not be determined. The system controller log file indicates the pump speed dropped below the low speed limit on (B)(6) 2016 at 8:46 pm and a pump stoppage was captured, resulting in low speed hazard alarms. From the first recorded low speed event to the end of the pump stoppage, the time stamps indicate that approximately four seconds had passed with the pump stoppage lasting approximately 2 seconds. Following these events, the pump speed immediately ramped back up to the fixed speed setting and no additional low speed events or pump stoppages were captured. The log file showed that the pump operated normally with no atypical alarms captured besides the transient pump stoppage. The submitted x-ray images of the patient¿s driveline appeared unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. A correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level and melena could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient reportedly had a complex post-implant history and had not been discharged from the hospital. The patient was not able to be weaned from the ventilator and had required a tracheostomy. The patient also underwent an unspecified abdominal surgery. No other specific post-operative information was provided until it was reported that since (B)(6) 2016 the patient had elevated lactate dehydrogenase (ldh) levels that ranged from 1329-3278 u/l. On (B)(6) 2016 the patient¿s ldh was 2290 u/l which was up from 1766 u/l the day prior. Upon interrogation of the system controller it was discovered that a pump stoppage had occurred on the evening of (B)(6) 2016. On (B)(6) 2016, the manufacturer's technical services representative reviewed the provided x-ray images which were unremarkable. No subsequent pump stoppage events were reported. On (B)(6) 2016, it was reported that the patient had been on and off heparin-coumadin anticoagulation bridging post-operatively due to unspecified bleeding and the abdominal surgery. The patient had remained in the intensive care unit for all but 3 or 4 days of the protracted admission and was in critical condition. The patient developed melena and received packed red blood cells. A colonoscopy was performed but the results were not provided. The patient's ldh remained high. The patient's family was concerned about quality of life and the inability of the patient to return home. The patient status was made do not resuscitate with comfort care only. The patient expired on (B)(6) 2016. An autopsy was not performed.

Manufacturer narrative:
(B)(4). The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system.

Event description:
Additional information: a user facility report # (B)(4) for this event was received which stated: event desc: patient with left ventricular assist device (lvad) therapy for 10 weeks presents with first event cerebrovascular accident (eva) in setting of inr 2.3 and sudden increase in ldh to 1800 (likely lvad related hemolysis). Ld peaked at 3300 and alteration in lvad performance was observed. Patient was critically ill with infectious issues, dialysis, lvad related hemolysis/thrombosis, multi drug resistant pseudomonas pneumonia and concern for ischemic bowel following the implant of the lvad. Following lvad implant, he was unable to tolerate being out of the ICU setting more than 1-2 days at a time, and eventually expired in the ICU due to multi-system organ failure and shock. What was the original intended procedure: heartmate ii lvad implanted 10 weeks prior to the cva & vad hemolysis/thrombosis (both of these events were observed almost simultaneously), and ~ 14 weeks prior to death.